Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2016 during which the surgeon noted the mesh had separated from the right lateral aspect of the hernia defect. It was reported that the patient experienced mesh shrinkage, mesh separation, adhesions, abdominal pain and discomfort. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/11/2021. Additional b5 narrative: it was reported that the patient experienced vomiting following the surgery.